Event description:
It was reported that pump housing around usb port was damaged, with loose usb pins that affected ability to charge pump, while pump itself had not shut down and caller was unsure how damage occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, received instructions to put pump into storage mode and return it using prepaid label, and was advised to enter pump settings and reconnect glucose sensor to replacement pump.